Event description:
A customer reported receiving a "scan again in 10 minutes" message with the adc device. Due to this, customer was unable to monitor glucose and started to feel sweaty. The customer self-treated with sweets, but later, still felt sweaty and was unable to talk or get up from bed. The customer called paramedics and upon arrival was provided with "giant strawberry paste" to bring sugar up. After 20 minutes, the customer reported glucose levels were not increasing and was taken to the hospital where they received unspecified IV treatment for hypoglycemia diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The exact date of event is unknown. The date entered is per the customer's report of "around (B)(6)." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message with the adc device. Due to this, customer was unable to monitor glucose and started to feel sweaty. The customer self-treated with sweets, but later, still felt sweaty and was unable to talk or get up from bed. The customer called paramedics and upon arrival was provided with "giant strawberry paste" to bring sugar up. After 20 minutes, the customer reported glucose levels were not increasing and was taken to the hospital where they received unspecified IV treatment for hypoglycemia diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Based on returned product download, section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.